Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor was unable to complete a pulse test. The cause for the failure was isolated to defective q2 component on the ca board. The root cause for the defective q2 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.